Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
The mother of the patient reports after over a year with byte patient is not receiving the needed care and causing pain. Orthodontist reviewed the 3-d model and pointed out the issues (no details other than pain). Note: the caller also pointed out that the orthodontist told her they have a solid medical case/potentially will hire a lawyer to pursue the full refund.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.